Manufacturer narrative:
In accordance with steris operating instructions, the user is instructed to confirm that the steris 20 sterilant cup is empty at the end of the processing cylce. If the cup is not empty, users are provided further instruction regarding the proper disposal method. Steris operating instructions provide for the safe and effective use and disposal of steris 20 sterilant concentrate. The steris 20 sterilant labeling includes precautionary statements on the cup lid, individual container, and shipping case. In addition, msds info is provided with each shipment of sterilant. The steris account rep indicated per voicemail that in-service training was provided just prior to this incident, and as part of the training correct procedures for placement of steris 20 in the processing chamber and the proper disposal of steris 20 sterilant concentrate had been reinforced.

Event description:
As reported by the steris account manager on march 21, 2007, an employee of a hospital removed a sterilant cup from a system 1 processor after the processing cycle was complete, realized that the cup was not completely empty, and allegedly inadvertently inhaled the fumes. As reported by the hospital to the steris account manager, several hours after the event, the hospital employee was treated with "airway rx" (albuterol) to ease breathing. The hospital employee also experienced a sore throat.